Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a dark display. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
The device was sent to bench for evaluation and repair. Per good faith effort (gfe) response, it was confirmed that the customer declined bench service and repair; therefore, it could not be determined if it failed to meet specifications. Bench returned the device with no repair performed. The customer will repair the device themselves. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.